Event description:
Additional information was received from the patient. The patient called back and reiterated their issue of having felt the stimulation going down the top part of their right leg and that they had gone to their managing health care provider (hcp) office on (B)(6) 2022 and the doctor's assistant changed them from program 6 (the program the medtronic representative who had been at their procedure had initially set them at) to program 3. The patient stated they thought they were getting a 50% or greater reduction in their symptoms and that prior to the implant, they would be up all night going to the bathroom, that it had been starting to drain them and that they had become anemic but since they were implanted they were at 80% reduction in their symptoms and that maybe they would get up to goto the bathroom 2-3 times at night. The patient stated their spouse of 64 years had passed away two days ago and that yesterday had been a "different day" for them after signing the papers all day and they didn't sleep all night long, they kept peeing and peeing and didn't sleep until 6 am. The patient stated it was like it was before they were implanted but that yesterday had been hard for them and they wanted to monitor their symptoms tonight first before they made a change to their settings because they thought the therapy was still helping by 50% or greater despite last night. The patient mentioned it was difficult to get a hold of their physician about their concerns and that they'd attempted to call the rep 2 times (the rep had written their number on the patient's box at the patient's implant) but the rep hadn't called back. Patient services reviewed the role of the rep with the patient as well as the importance of following up with their hcp about their symptom concerns but noted they would send an e-mail to the field to alert them that the patient had tried to contact them. The patient initially also reported they "didn't know how to turn it off" and that their handset battery died quickly so patient services reviewed external device function with the patient and the patient was able to connect to their settings and confirm their therapy was on and that they felt their stimulation in their left cheek. The pa tient noted they thought the stimulation was a little strong for them at the level they were at so they decreased it to where it was comfortable. Patient services reviewed device description/function with the patient and ways to maintain their handset battery but by the end of the call they stated they didn't want to talk to anyone else (so patient services ended up not transferring them to healthcare it about the handset.) The patient was going to monitor their symptoms, stay in touch with their managing hcp and call back for further assistance if they needed help with making an adjustment. Patient services also wanted to note that the patient referred to their stimulation as "zapping," but stated it was just the way they described their stimulator, that they called it "the zapper," and they confirmed it was the usual tingling/fluttering sensation of the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient woke up this morning and noticed vibration in vagina. Went to put foot on stool this afternoon and the vibration moved 6-8 inches down her right leg. Patient said, she was hesitant to call because she was getting such good relief of her bladder symptoms. Patient can hardly sit on a hard chair because it bothers them. Walked caller through checking their settings  patient backed the amplitude down a little bit and it felt more comfortable. The troubleshooting steps that were taken on the call resolved the issue. Told caller to monitor her symptoms for a couple days to make sure it stays comfortable and that her bladder symptoms don't return.